Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump¿s display was blank. They were about to test their blood glucose when the device started to vibrate, the screen would not turn on, and the notification light was flashing. The customer¿s blood glucose was 11.4 mmol/l. Troubleshooting was performed. The contacts on the battery cap was neither missing nor damaged. The battery compartment was neither damaged nor corroded. They inserted a new battery but the display did not return. They were advised to leave the battery out of the device for 2 hours. They were advised to call back if the display did not return after waiting for two hours and reinserting the battery. The device will not be returned for analysis.